Event description:
It was reported the patient's ipg was at end of life and the patient lost stimulation. Surgical intervention took place in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.